Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image, debris inside the light guide lens a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event noisy image was cause due to a faulty circuit board. The most probable cause of the complaint was due to component failure. Based on the results of the investigation, olympus confirmed debris inside the light guide lens of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device exhibited image is flickering during set up / inspection for use before patient in the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.